Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported right-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right-side rupture discovered during surgery. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h4, h6.

Event description:
Healthcare professional reported right-side rupture discovered during surgery. Device has been explanted.